Manufacturer narrative:
(B)(4).

Event description:
Information was reported by health care professional (hcp) regarding a patient participating in the product performance registry (psr) clinical study. The pump was used to deliver gablofen. The indication for use was movement disorders. The patient had a lumbar site infection which resulted in an unscheduled office visit on (B)(6) 2015 the patient was given bactrim ds, clindamycin, and instructed to change dressing daily. The event was indicated to be related to the implant procedure. The event was ongoing.